Event description:
It was reported that taperflex tubing on the venous line is larger in diameter than the taperflex tubing on the arterial line. The pack drawing shows this tubing as identical. This pack was primed and waiting to be used for emergency cases at the time of the event, however, no pt use was reported. Related to MFR report numbers 2248146-2014-00050, 00051, 00053.

Manufacturer narrative:
The device was not returned, therefore no eval can be performed. An investigation into this issue has been initiated. A follow-up report will be submitted when the investigation is completed. (B)(4).